Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date was an approximate date as the actual date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro laa closure device (wds) was selected to be used. The patient was discharged. The patient had a routine 45 day follow up and post transesophageal echocardiography (tee) a device related thrombus (drt) was noted on the closure device. The patient was on dual antiplatelet therapy (dapt). There were no patient complications.